Manufacturer narrative:
The investigation determined that higher than expected vitros phyt quality control results were obtained from a non-vitros biorad quality control fluid and a vitros therapeutic drug monitoring performance verifier using vitros chemistry products phyt slides lot 2621-0178-3215 on a vitros xt 7600 integrated system. The assignable cause of the higher than expected vitros phyt results is an instrument related issue. Historical quality control results showed within laboratory imprecision. An ortho field engineer advised the customer to replace the iwf pump on the vitros xt 7600 integrated system. After replacement of the iwf pump, a post service within run precision test performed on the analyzer yielded results within acceptable guidelines indicating that the performance of the vitros xt 7600 integrated system had been returned to expectations. In addition, a review of e-connectivity data post service confirmed that the vitros phyt quality control results have returned to expectations. Email address for contact office is (B)(6).

Event description:
The investigation determined that higher than expected vitros phyt quality control results were obtained from a non-vitros biorad quality control fluid and a vitros therapeutic drug monitoring performance verifier using vitros chemistry products phyt slides lot 2621-0178-3215 on a vitros xt 7600 integrated system. Biorad lot 27760 level 3 result of 131.84 umol/l vs an expected result of 109.0 umol/l. Vitros tdm iii lot a8117 result of 126.55 umol/l vs an expected result of 104.95 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected results were from qc fluids and were not reported outside of the laboratory. The customer made no indication that any patient sample results had been affected or questioned. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).